Manufacturer narrative:
Device is used for treatment, not diagnosis. No visible damages at the titanium part and the locking mechanism. Clearly visible deformations at the screw cut outs of the peek part. A function test was performed and both locking mechanisms are movable as required and to lock the screw as the screw is inserted. The visible damages at the peek part let us assume that the screw were inserted in an excessive angle and that the mechanism did possibly not lock as the screw head was then not in the correct position. No manufacturing related fault could be detected. After assembling the 2 screws into the implant, it was noted that the blocking mechanism is in good working condition. There does not seem to be any design related issues with this implant. It is possible that either soft tissue was interfering with the screw insertion and/or blocking mechanism or possibly improper surgical technique.

Event description:
During an acdf c6, c7 spine surgery, surgeon inserted 2 screws into the interbody plate of the zero p implant and the securing mechanism would not engage on one of the screws. Surgeon removed both screws and plate per synthes technique guide. Surgeon chose another same size plate and 2 longer length screws to implant. Due to the removal and implanting of the plate and screws, surgery was extended an extra 15 minutes. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.